Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the vertek arm is no longer locking.

Manufacturer narrative:
Updated the initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product information updated. If information is provided in the future, a supplemental report will be issued.